Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex enteral colonic stent was used in the sigmoid colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 6cm malignant stricture due to large intestine cancer. Reportedly, the patient¿s anatomy was tortuous. During deployment, the physician noted that the stent was a little distal to the target area and attempted to reconstrain the stent to reposition it. However, the stent could not be reconstrained. The physician made a second attempt to deploy the stent but resistance was met and the handle detached from the outer sheath. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the returned devices found that the stent was received fully mounted on the delivery system. During the product analysis, it was not possible to manually deploy the stent by retracting the outer sheath by hand. The clear outer sheath was kinked 20mm distal to the distal end of the dark blue outer sheath. A break was identified in the dark blue outer sheath 3mm distal to the distal handle. The outer sheath was accordioned and the catheter was severely kinked adjacent to the break site. The proximal end of the dark blue outer sheath was severely accordioned and it was not possible to retract the outer sheath by hand. These type of damages are consistent with excessive force exerted on the catheter possibly during deployment. The shaft was dissected at the proximal end of the clear outer sheath. The investigator noted that it was not possible to advance and retract the inner. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. The stent and the inner were withdrawn and a visual and microscopic examination found no issue with their profile that could have contributed to the complaint incident. No other issues were identified during the product analysis. A definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a wallflex enteral colonic stent was used in the sigmoid colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 6cm malignant stricture due to large intestine cancer. Reportedly, the patient's anatomy was tortuous. During deployment, the physician noted that the stent was a little distal to the target area and attempted to reconstrain the stent to reposition it. However, the stent could not be reconstrained. The physician made a second attempt to deploy the stent but resistance was met and the handle detached from the outer sheath. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.